Event description:
This ra lead was implanted on (B)(6) 2010 and remains implanted as of the present. A call placed to technical services on 04/27/2018 stating that this lead switched to unipolar in february due to high pace impedance. In v-5 and v-6 the right atrial electrograms showed noise deflections which can be caused by a lead abrasion or electromagnetic interference (emi) oversensing. The patient had dizziness and bilateral ear infection with fluid and was on antibiotics. The following physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).